Event description:
Initial result for a patient sodium was 118. When assayed on a different analyzer the result was 135. The incorrect result was not used to guide therapy. The field service representative found a defective valve and repaired the instrument by replacing the valve.